Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to a body shutdown. The cause of death was body shutdown. The caller stated that the customer was hypothermic that may have led to the customer's passing. The customers blood glucose was 24 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller believes the pump played a big role in the customer's passing as it put them in a diabetic coma. The caller agreed to return the insulin pump for analysis.